Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that following an ipg explant procedure (MFR. Report no. 3006630150-2020-01850), the patient was admitted in the hospital due to an infection. The patient had been stable at home after. No further information could be obtained.